Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead fractured due to flexing while in vivo. Concomitant medical devices: dtbb1d1 crt-d, implanted (B)(6) 2015.

Event description:
It was reported that the left ventricular lead was removed and replaced either prophylactically or as part of a system upgrade. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.